Event description:
It was reported that the patient underwent a surgery to replace the spectra malleable penile prosthesis due to unspecified reason. An inflatable penile prosthesis (ipp) was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent a surgery to replace the spectra malleable penile prosthesis due to bending of the device. An inflatable penile prosthesis (ipp) was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent a surgery to replace the spectra malleable penile prosthesis due to bending of the device. An inflatable penile prosthesis (ipp) was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported bending was not confirmed due to the cylinders passed the bend test. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the spectra penile prosthesis (spp) cylinders were visually inspected and examined using a microscope. Both cylinders had sharp instrument/tool damage to the outer tube, which resulted in a hole and exposed metal segments in the cylinder body. This damage is consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders passed the bend test with a force readout of less than 1390 grams. Product analysis was unable to identified device malfunction with the returned device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.